Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump was rebooting without user intervention. The battery compartment was allegedly cracked, and the yellow o-ring on the battery cap was visible when the cap was secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/05/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/24/2014 with the following findings:a review of the pump black box data revealed no evidence of pump reboots. The battery cap secured to the pump to maintain power; however, the yellow o-ring was visible and the cap continuously spun in place while attached. The battery cap threads were observed to be stripped, and the battery compartment was cracked at the threads. The pump was exercised for 24 hours using the returned battery cap and a power interruption was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.